Event description:
The universal handpiece was returned for service. Upon evaluation at the manufacturer, a bare wire was observed to be exposed on the cable coming out of the bottom of the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of the handpiece having a stripped cord was duplicated and confirmed. The cord during visual inspection was found to have bare exposed wires; the device was not repairable.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The universal handpiece was returned for service. Upon evaluation at the manufacturer, a bare wire was observed to be exposed on the cable coming out of the bottom of the device. There was no patient involvement, and there were no user injuries or adverse consequences.